Manufacturer narrative:
Correction: d10 - "quartet" should be " durata sts optim" instead.

Event description:
It was reported that the patient presented to the hospital for a biventricular implantable cardioverter defibrillator system implant procedure on 21 mar 2023. Right ventricular (rv) lead was implanted with no issue. After coronary sinus cannulation and posterior lateral branch identification for the implant of the left ventricular (lv) lead, the branch was found to be perforated, indicated by sever hypotension and echocardiogram. The patient underwent emergency open heart cardiac surgery to repair the perforation. The rv lead was removed and replaced without further incident in the same procedure. The lv lead was never implanted. The patient was in stable condition and is recovering from the procedure.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. Rv lead was implanted with no issue. After coronary sinus cannulation and posterior lateral branch identification, the branch was found to be perforated, indicated by sever hypotension and echocardiogram. The patient underwent emergent open heart cardiac surgery to repair the perforation. The rv lead was removed and replaced without further incident in the same procedure. The patient was in stable condition and is recovering from the procedure.